Event description:
It was reported that this right atrial (ra) lead was suspected to exhibit oversensing of noise resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) was consulted and discussed that threshold measurements were stable. However, impedance measurements did drop over the last few months by approximately 100 ohms, therefore, insulation damage was discussed as the probable cause of the reported allegations. No adverse patient effects were reported. This lead remains in service.